Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument, and the instrument test well image in question visually appeared consistent with what the instrument output was. There was no patient harm as a result of this event. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 12feb2018, and found the instrument to be operating as expected. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported to immucor technical support, an unexpectedly negative antibody screen, which was tested on a galileo neo instrument.